Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to deploy the implant in a tight space, the spindle cap on the implant broke. The broken implant was replaced with a new one and the procedure was completed successfully. The broken explant was disposed at the facility and was not returned to bsc.